Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.(B)(4)

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not engage when applied they just fell out of the device and into the patient. The clips were removed, however it is unknown how the clips were removed. It is unknown how the case was completed. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: no response on device availability for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The device (b) was returned for analysis with the top shroud cracked and the jaws damaged. Upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Please note that an investigation has been initiated to address the potential root cause of the drooping/ejected clips issue. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h90w3w, expiration date: 03/2016, manufacturing date: 04/2011.